Event description:
The customer reported being in a medical center due to diabetes ketoacidosis, chest pain, and high blood glucose over 900mg/dl. The caller stated that her blood glucose was treated with an insulin drip. The customer mentioned that she was on and off the insulin pump, and when they disconnected the insulin drip she was connected to the device, but her blood glucose went back up again. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was returned with blank display due to broken solder joint connector and damaged trace pad on interface board. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to blank display anomaly. However, units history was downloaded with a test interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.